Manufacturer narrative:
The user experienced hospitalization following a medical event involving elevated blood glucose while using the ilet. This situation can result in clinical symptoms requiring emergency medical intervention and is consistent with the reported ems transport and hospital treatment with insulin and pain management. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed only mild and transient glucose excursions, with one episode of hyperglycemia above 300 mg/dl that resolved with appropriate insulin delivery, and no evidence of sustained hyperglycemia or hypoglycemia that would explain the reported hospitalization. Based on available information, the hospitalization was attributed to non-device-related clinical factors, including reported electrolyte imbalance and associated symptoms, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 07-oct-2025 it was reported that on (B)(6) 2025 the user was hospitalized following a medical event associated with elevated blood glucose. The user was transported by emergency medical services and treated in the hospital with insulin and pain management. The user was later discharged, and no long-term health effects were reported.